Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. The occlusion and no delivery tests could not be performed because of the prime anomaly. However, the insulin pump passed the displacement and basic occlusion tests.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Nothing further was reported.